Manufacturer narrative:
Investigation found that the diode d7 was determined to be leaky and was out of the spec. New pcb was replaced to resolve the issue.

Event description:
Info received indicates that pump was part of identified population at risk and failed the diode test during testing.